Event description:
It was reported that during implant, high, out of range pacing lead impedance and loss of sensing were observed. The leads were unable to be connected to the device. The device was not implanted and was replaced. There were no complications and the patient was discharged.

Manufacturer narrative:
The reported field events of high pacing lead impedance and sensing anomaly were confirmed in the laboratory via review of the device image. Further evaluation noted foreign material in the atrial lead bore which caused the impedance and sensing anomalies. The cause of the foreign material was found to be a manufacturing anomaly.

Manufacturer narrative:
(B)(4).